Event description:
It was reported that the patient was experiencing difficulty charging ipg. It was also noted that the patient is unable to feel stimulation. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned.